Event description:
12/2000 an uneventful apheresis donation retrieved a double product for single donor platelets (sdp). The operator indicated no tubing leaks or damage noted to the kit prior to or after the collection. The product was stored at 22 degrees c. Following transfusion of each bag of sdp, each to a separate pt, escherichia coli (e.coli) was cultured. The cultures were performed on the blood of the second recipient and the remaining product in the second spd bag. This report is being filed for the first recipient event: 12/2000 the first bag of sdp was given to recipient #1 and it was not reported if any negative symptoms occurred. This pt expired on the event date. The hosp did not provide a cause of death, nor are they intending to provide one. No info is available regarding recipient number one, at the time of this report.